Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to fill and load a new cartridge onto the pump, and the issue was resolved after loading a second cartridge successfully, allowing the pump to resume insulin delivery.